Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button had a delayed response and required hard presses to elicit a response. The reporter noted that the keypad was worn and all of the keypad button symbols had worn off. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. The keypad was peeling at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The up arrow and contrast keypad buttons were intermittently responsive during testing. The down and ok keypad buttons were responsive. During investigation, evidence of contamination was found under all keypad contacts.